Event description:
It was reported that pump battery would not charge even when connected with confirmed working wall adapters and charging cables, and charging connection was not recognized despite remaining connected for extended time. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, provided instructions for putting pump into storage mode and returning it with pre-paid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.